Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the pa noticed the silicone coating around the end of the jaws of the vaso view hemopro was cracked and had the potential to fall off. He stopped the case and used a replacement unit to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation: maquet cardiovascular received the device on (B)(4) 2010. Visual inspection revealed that the cold jaw boot silicon tip was peeling off. Based upon the received condition of the device, the reported failure "the silicon end was cracked" is confirmed. A lot history record review was performed and there was no nonconformance which could have attributed to this failure mode. (B)(4).